Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the inner plastic packaging of the shell was torn.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device and packaging were returned for review. The package returned has some damage to the outer package and the inner and outer cavities are crushed. It appears the device experienced harsh distribution conditions and experienced damage by a crushing force at the inner cavity. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to transit. Corrective action has been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.